Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade 3-4. A triclip xt was inserted without issues. However, difficulties visualizing the clip occurred, and while in the valve, the leaflet got stuck behind the grippers. The clip was stuck on the leaflets. Troubleshooting was performed, but the clip was unable to be removed. The physician was able to get a great grasp, and therefore, the clip was deployed slightly posterior than planned. The procedure was completed, and the tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade 3-4. A triclip xt was inserted without issues. However, difficulties visualizing the clip occurred, and while in the valve, the leaflet got stuck behind the grippers. The clip was stuck on the leaflets. Troubleshooting was performed, but the clip was unable to be removed. The physician was able to get a great grasp, and therefore, the clip was deployed slightly posterior than planned. The procedure was completed, and the tr was reduced to a grade of 2. All steps were performed as per IFU. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae was due to procedural circumstances there is no indication of a product quality issue with respect to manufacture, design, or labeling.